Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va262gx, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and bowel dysfunction/sacral nerve stim. It was reported that , earlier today, patient felt an odd sensation in groin area, different than normal stimulation. Patient also said that the cable near the sacrum plate also feels warm and still feels warm and tingly. Patient has the sensation to void. Patient recalled that, prior to this change, they had assisted a co-worker with fixing a remote sleep study device (said only took a moment). Patient said that their co-worker was standing on patient's left side which is the same side as implant and the remote device was about 1.5 feet from implanted system. Troubleshooting was unable to be performed as patient didn't have external devices with them. The caller was redirected to check device status as soon as possible to determine if therapy is still on. Patient said will go home shortly to get the equipment. Patient will adjust stimulation if needed. Patient to monitor the sensation near the sacrum and if it doesn't subside patient was redirected to contact their hcp office to schedule a device check. The patient mentioned unrelated medical history. This included that patient uses a wheelchair. Patient called back on (B)(6) 2023 in regards to the same issue about a weird sensation in their bladder area where the cable goes through, like a "burn-y warmth". Patient said they knew something was wrong from having so many of them in the past. Patient reported that they had successfully connected to their ins and increased stimulation today. Patient said they hadn't had to make any adjustments before now. Patient said they needed to charge their external equipment yesterday and when they had them charged they were able to connect to their ins. Patient said they just made adjustments today and it seems to be working and the sensation is a lot better in the sacrum and confirmed it is comfortable. Patient inquired about how to tell if therapy is on and about checking status of battery. Agent reviewed requested information.